Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the monitor initially displayed purple lines across the screen, and as soon as electrohydraulic lithotripsy (ehl) was used, the image went dark, visualization was lost, and a gray screen with three white dots appeared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.